Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an increase in pacing thresholds and no pacing. It was originally thought to be a pacing lead issue, however, the lead was replaced and the same issue persisted. The physician chose to explant and replace the implantable pulse generator (ipg) and the issue no longer occurred. No patient complications have been reported as a result of this event.